Manufacturer narrative:
H3, h6: the uninterruptible power supply (ups), lot number: 19130377, was returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19 and d14 are applicable to this analysis. The battery, lot number: 1916, was returned to the manufacturer for analysis. The battery(17.65v) had major leakage. Already reported codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773; product ID: 9735787. H6: the system was serviced in the field by a medtronic representative. The batteries would no longer charge and looked burnt on the top of the battery pack. The batteries and uninterrupted power supply (ups) were replaced due to a critical battery error. The system was functioning normal and self test was reading more than 0 on battery charge. Codes b01, c02, d02, and g02002 are applicable for both. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system is displaying a battery service error. There was no patient involvement.